Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and it was determined that the defibrillation energy was insufficient. Only 4.5j were delivered in episode 311 from 19-sep-2016.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered a 4.5 joule shock instead of the programmed 35 joule. The patient received 4.5j shock followed by two 35j shocks for a ventricular fibrillation (vf) episode. The 4 j shock was unsuccessful in converting the rhythm. It was suspected this was likely caused by a short circuit between the right ventricular lead and the ICD or within the device itself. Upon device change out the physician could not identify any evidence of circuit arcing between the lead and device. The rv lead had suspected insulation damage. In addition, the device had previously experienced an electrical reset. That electrical reset occurred on a high voltage therapy for a ventricular arrhythmia. The lead was capped and replaced and the device was explanted and replaced. No patient complications have been reported as a result of this event.